Event description:
It was reported that the patient left strut bar snapped in half and the device would no longer be able to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.